Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump hit an unknown object and the pump touchscreen became shattered and no longer displayed any information. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.